Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the therapy electrode (te) pads. The patient reported that she planned to consult her physician regarding the rash. Follow-up indicated that the patient was prescribed a cream and the rash was clearing up.